Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure wherein the spinal cord stimulation (scs) leads were replaced. The patient was doing well postoperatively. All explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: 7038818 model: sc-2317-70 serial: (B)(6) batch: (B)(6).